Event description:
It was reported by the customer that their insulin pump was alarming button error and the keypad was unresponsive to user inputs. Customer stated they had gone swimming and was attached to the device. Customer also stated they have changed they replaced the batteries in the device. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 226 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on keypad traces. No button error alarms were noted during testing. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. No moisture damage was noted inside of the insulin pump.